Event description:
Patient reported"whole left implant has totally deflated and is crumpled - like foil that has been crunched/collapsed into a ball. My breasts are now lop-sided." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported"whole left implant has totally deflated and is crumpled - like foil that has been crunched/collapsed into a ball. My breasts are now lop-sided." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening crack. A leak test was performed and found an opening crack on the diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6b, g.2, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "whole left implant has totally deflated and is crumpled - like foil that has been crunched/collapsed into a ball. My breasts are now lop-sided." Device remains implanted.